Manufacturer narrative:
The pump failed to connect to the glucose sensor simulator, and gave a lost sensor alarm. The problem was isolated to the remote frequency board. No other alarms were noted. The pump also had minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call, the insulin pump keeps alarming lost sensor a few after putting it on. Customer has attempted using multiple sensors and device continues to alarm. Troubleshooting was performed for radio frequency test failed alarm. Self-test was performed and the device alarmed radio frequency test failed. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. Customer agreed to return the device for analysis.